Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and associated right ventricular (rv) lead recorded a shock impedance measurement of 160 ohms. The patient reported that they had heard their device beeping. A action plan has not been identified. The system remains in service. There were no adverse patient effects reported.